Event description:
It was reported that this device could not be interrogated. Two different programmers were tried without success. The device had not been checked since 2021. The pulse generator has been implanted greater than eight years. The doctor elected to explant and replace the pulse generator. This was done successfully. There were no additional adverse patient effects.